Event description:
A heli- fx endoanchoring system was used to aid the fixation of a endurant stent graft to an infra-renal aortic wall during an evar procedure.  It was reported that during the index procedure, the physician had implanted 4 endoanchors without issue. During the implant of the 5th endoanchor, during 2nd stage deployment , the applier continued screwing the endoanchor. The endoanchor did not go in, and it looked like it was stuck against a stent of the endoprostheses or aortic plaque. The spiral screw un-winded. When trying to work the  applier outside the patient, the applier was broken. No more endoanchors could be loaded.  The physician decided not to retrieve the misplaced screw with a snare kit, instead using a reliant balloon the physician compressed the endoanchor against the aortic wall twice to secure it.  The balloon did not burst doing this. After the procedure was completion, an angiogram showed a perfectly placed endurant with 4 endoanchors and 1 deformed endoanchor. The result of the evar procedure was inline with expectations it was reported. Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoanchor deformation was confirmed on the film provided; however, the cause of the event could not be confirmed. Pre-implant CT¿s were not provided for assessment of the patient¿s proximal neck anatomy . Procedural angiograms videos showing implantation of the endoanchor were not available and only a single imaging view point (a-p) was observed in the film provided. The inaccurate delivery could not be confirmed. It is unclear from the image provided if the endoanchor was implanted in the same position as another endoanchor or if anatomical characteristics (e.g. Calcification ) may have been a factor in the reported events. In addition, improper apposition, excessive catheter torque build-up and excessive unsupported applier may have also contributed to the endoanchor deformation. H6: device code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.